Event description:
The manufacturer representative reported that the patient's stimulation down the leg was resolved several months ago. The status of the patient's therapeutic effect remains unknown.

Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6) 2015. The patient gaged the level of success by how often they had to void while they were making coffee, which involved running water. The patient voided first thing in the morning and then started to make coffee; however most days they found that once they started the process of making coffee, they experienced a strong urge to void. The patient had to run and take care of that as soon as possible, otherwise they would not be able to hold the urine. Due to the patient¿s retention issues, they had a constant urinary tract infection (uti) and their health care provider (hcp) had the patient on prophylactic antibiotics. The patient was just finishing up the 7 day course of antibiotics for an active uti and would go in for a recheck tomorrow. The hcp¿s office directed the patient to call the manufacturer for programming direction. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3007566237-2015-01440 for the patient having a urinary tract infection during the trial.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pbtu, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was not helping. The patient attempted to contact the physician for help, but was redirected to the manufacturer. The patient had not received any help since it was permanently implanted. It worked when initial, but it was not effective at the time of the report and no one would help her.

Manufacturer narrative:
(B)(4). Additional review determined that patient code (B)(4) does not apply to the event. Device code (B)(4) no longer applies to the event.

Event description:
Additional information received from a health care provider and consumer via a manufacturer representative reported that the patient had foot pain. The patient had stimulation going down their leg into their foot. They attempted several different programs and all programs provided the same response at the lowest threshold. The intervention taken to resolve the issue was that the manufacturer representative recommended the patient undergo an x-ray to confirm lead placement. The issue was not resolved and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The indication for use for this patient was gastrointestinal/pelvic floor.